Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with air bubbles in their reservoir. The customer's blood glucose level was unknown. The customer states the air bubble was larger than champagne bubbles. Troubleshoot was conducted. The customer was assisted in removing the air bubbles. The customer states they were not sure if they allowed the insulin to reach room temperature before using. The customer was advised to monitor the device.